Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being return by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There were no non conformance issue (s) with this production lot. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 wire on the jaws lifted up away from the jaws. This was noticed when the harvester pulled the cutting tool out from the cannula. To finish the case, the harvester opened a portion of the leg. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.